Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 25.5cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis revealed deformed and stretched conductor coils, which most likely resulted from the extraction procedure due to tensile stress. However, a thorough analysis of the returned lead fragment did not show any deviations which might have led to the reported oversensing. The insulation was, apart from the present fragmentation, free of breeches. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to noise. No adverse patient events reported. Should additional information become available, it will be added to this file.